Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece didn't get hot. Handpiece failed specs due to cap sticking inwards position. Cap has no visible damage and no debris around the cap. Handpiece was running noisy also due to damaged bur bearing on turbine and rust build up on turbine / bur bearing.

Event description:
It was reported that a midwest e plus 1:5 ca overheated; no injury resulted.